Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was less than normal longevity at recommended replacement time (rrt). It was also reported that the left ventricular (lv) lead had high outputs. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.